Event description:
It was reported that the right atrial (ra) lead had become dislodged and that the patient reported experiencing pain and a pulling sensation in the pocket due to the tension on the lead. The physician decided that a longer lead would keep position so, the 45cm lead was replaced with a 52cm lead of the same model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Concomitant products: dtba1d1 device, implanted (B)(6) 2014; 429688 lead implanted (B)(6) 2014. (B)(4).